Event description:
It was reported patient underwent a reverse total shoulder arthroplasty on (B)(6) 2015. During the procedure, the tip of the screwdriver twisted while screwing into hard bone. Another instrument was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to exceeded torque strength of the instrument resulting in bending.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.